Event description:
It was reported by the rep that when the devices were used during a tah procedure, the nose broke on two devices and the third device had malformed staples. Another device was used to complete the case. There was no consequence to the pt.